Manufacturer narrative:
A resipump and two cylinders were returned for eval. Requests have been made for add'l info surrounding the incident, however, to date the requested info has not been received. Without the requested info, qa is precluded from commenting on the events surrouding the incident. Should add'l info be received, qa will re-evaluate this complaint in accordance with procedures. The device components were received detached. Examination of the surfaces of the distal tube ends revealed markings indicating contact with sharp instrumentation across the entire cross sectional surface. Because these components were released according to mfg and quality control procedures, qa concluded that the observed damage occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed damage would have resulted in an earlier detected fluid loss, qa concluded that the damage most likely occurred at or subsequent to explant. Examination and testing of the returned components revealed two sites of leakage. The first site of leakage is a partial separation located posteriorly in the non-serialized strain relief. Add'l separations are noted in a linear pattern surrounding the leakage site. Examination of the surfaces of the separations revealed markings indicating contact with sharp instrumentation, i.e. Hemostat. The second site leakage is located posteriorly in the non-serialized outlet's exiting tubing. Similarly this site is surrounded by add'l separations in a linear pattern. These separations also display markings indicating contact with sharp instrumentation, i.e. Hemostat. Based on qa's examination, qa concluded that the observed separations in the strain relief and outlet tubing could have allowed the loss of fluid and lead to the report that the device "did not function as it should". However, because the limited info provided does not indicate what factors may have contributed to the reported event, and because no implant info was provided, qa is precluded from determining the sequence of events leading to the observed separations.s

Event description:
Per the info provided to co by the physician's office, via co's international rep, the device was removed as it "did not function as it should." As reported to co, the entire device was removed and replaced by another model device, produced by the same MFR.